Event description:
Boston scientific crm received information that this product was related to this patient infection. There was no report of adverse patient effects.

Event description:
Boston scientific crm received updated information that when system became infected - the cause is unknown - the physician opted to treat it with antibiotics and the device system remains implanted. The patient initially was hospitalized for treatment.

Manufacturer narrative:
If additional information becomes available, this report will be updated.

Manufacturer narrative:
--